Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens was explanted from a female patient's right eye due to patient complaining of blurry and cloudy vision. Additionally, patient's distance vision is not clear. Through follow up it was learned that incision enlargement was required. There was no vitrectomy, no sutures and no post op injury. No further information was provided.